Event description:
A surgical technician reported that following an intraocular lens (iol) implant procedure, the lens subluxed. The lens was exchanged two weeks later for another iol. In a follow up, the technician reported no information is available on the initial implant, it was performed at a different facility. A planned anterior vitrectomy was performed during the iol exchange.

Manufacturer narrative:
Evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens is in two pieces. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of subluxed. Due to the presence of surgical solution, the observed damage is most likely related to customer handling. There have been no similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax. And mail. A completed questionnaire was received. (B)(4).